Event description:
This is a spontaneous child case report received from a female consumer (mother) of unspecified age via regulatory authority (case# mw5065240) in united states on 17-oct-2016. The mother had essure (ess205) (fallopian tube occlusion insert) inserted in 2005. The mother discovered that she was pregnant (mother case (B)(4)). She lost her daughter at (B)(6). The baby weighed (B)(6) and lived thirty two minutes. No follow up is possible due to unavailable reporter contact information. Follow up information was received on 31-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation (referring to both mother and child cases): no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective (added to mother's case only). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a fetus who was exposed to essure (fallopian tube occlusion insert) during pregnancy and soon after pre-term delivery, baby weighed (B)(6) prematurity is an anticipated event according to essure reference safety information whereas low birth weight baby is unanticipated. Premature labor, preterm delivery, and genetic and developmental abnormalities have been reported in pregnancies with essure. In this case, the mother had antecedents of prematurity in three previous gestations which could be the main reason for preterm labour. However a contributory role from essure for prematurity and consequently for low weight cannot be disregarded. Therefore, causal relationship between the reported events and essure use cannot be totally excluded and therefore, this case is classified as incident. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information cannot be obtained due lack of contact details.